Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient¿s father stated a skin sensor was removed on (B)(6) 2019 because an irritation was felt; upon removal a reddish bump was seen. The patient was seen by his doctor on (B)(6) 2019. His doctor diagnosed the issue as a boil and prescribed cephalexin antibiotic. At the time of the report the condition was improving, and the affected area had become smaller. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.